Manufacturer narrative:
The field service engineer (fse) contacted the customer via telephone and was informed that customer put the triflow lube on the main arm z gear and the analyzer is now running fine. No site visit was required at this time. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] error message: main arm z-axis home overrun cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is main arm z axis gear needed lube. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4223 for the main arm. The technical support specialist (tss) tried multiple times to contact the customer using the listed number on the answering service message and there was no answer. The customer is down and the site runs category a analytes. The fse was dispatched to address the reported issue which caused a delay in reporting luteinizing hormone (lh ii), follicle stimulating hormone (fsh) and estradiol (e2), prolactin (prl) and beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.